Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed loop array was misshaped, pebax tubing at loop was kinked. Unable to insert the mapping catheter into a balloon test catheter. In conclusion, the reported (mapping catheter deformed) has been confirmed through testing. The catheter failed the returned product inspection due to loop kink and was misshaped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter stuck on the distal region of the pulmonary vein. It was noted that the tip was deformed. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.